Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (B)(4). The root cause of the system error message is due to a malfunctioning processor board. Review of the archive data revealed multiple system error (132 - internal watchdog timeout) error messages that occurred on the event date. Functional testing of the platform during initial power up revealed a system error prompt on the display screen. It was indicated that a processor board replacement was required to resolve the system error message. Following replacement of the processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture for 10 minutes with continuous compression without errors and met all required specifications. Additionally, a bent battery lock was observed during visual inspection of the platform. The cosmetic damage was unrelated to the complaint, and the battery lock was subsequently replaced. The autopulse platform is a reusable device and was manufactured in (B)(6) 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, a "system error/out of service/revert to manual CPR" message was observed on the display screen of the autopulse platform (B)(4). The platform was subsequently taken out of service. No known patient consequence was reported. No further information was provided.